Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they had an magnetic resonance imaging (MRI) and an "issue" was found with the cardiac resynchronization therapy defibrillator (crt-d). The patient noted the crt-d was "registering double beats". The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they had an magnetic resonance imaging (MRI) and an "issue" was found with the cardiac resynchro nization therapy defibrillator (crt-d). The patient noted the crt-d was "registering double beats". The crt-d remains in use. No patient complications have been reported as a result of this event. It was further reported by the patient that the crt-d has been emitting an alert tone since the date of the MRI. The patient presented to the emergency department due to the alert tone.